Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient's controller could not connect to their device and the patient was unable to set device into MRI mode. Troubleshooting took place but the issue persisted. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.